Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked liquid crystal display screen controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments/partial display due to display anomaly. Unit also received with corroded pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had flashing white display. Customer¿s blood glucose was 6.3 mmol/l at the time of incident. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned be for the analysis.